Manufacturer narrative:
H3 one (1) sample was received for investigation. A visual inspection noted that the device was received in decontaminated condition, in its original packaging. On the sample unit, no damage, scuffs, pinch marks, cracks, crazing, cuts, was observed. Functional testing was performed to detect any occlusion. No discrepancies were detected during functional testing of the device. The reported problem was not confirmed.

Event description:
It was reported that a set, extension, 60", totm, 0.2 mcrn fltr, m/asv 50/bx experienced a pump high pressure alarm. The pump was connected to a patient when the error/event occurred. This event occurred on (B)(6) 2024 at patient's home and was operated by a health professional. This device is available for evaluation. No patient/user injury reported.